Event description:
Nihon kohden monitors. Patients on two areas were not being monitored for about two minutes on two consecutive days in mid june due to nihon kohden monitor going down. New hard drive ordered. No patient harm.